Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate. It was further reported that the physician decided to manually rupture the balloon by using a small needle and punctured the balloon and deflated it. Furthermore, when tried to remove the balloon, it was allegedly difficult to be removed through the sheath and the sheath caused the balloon to mushroom reportedly, the mushroom shape of the balloon caused the patient vessel with a bigger hole and a larger sheath had to be inserted and angioplasty was performed to complete the procedure. The current status of the patient was unknown.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate. It was further reported that the physician decided to manually rupture the balloon by using a small needle and punctured the balloon and deflated it. Furthermore, when tried to remove the balloon, it was allegedly difficult to be removed through the sheath and the sheath caused the balloon to mushroom reportedly, the mushroom shape of the balloon caused the patient vessel with a bigger hole and a larger sheath had to be inserted and angioplasty was performed to complete the procedure. The current status of the patient was stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was received for evaluation. During visual evaluation, residue was noted throughout the sample. Two complete circumferential breaks were noted to the catheter shaft; one on the proximal end and the other to the distal end of the catheter shaft proximal to the balloon respectively. Stretching to the catheter shaft proximal to the balloon was noted. The balloon was noted prolapsed and bunched at its distal end. No functional testing performed due to the nature of the complaint. One photo was reviewed. The photo shows a portion of the vaccess device where the distal end of the balloon can be seen bunched and prolapsed. The inner guidewire lumen can be seen exposed at the shaft on the proximal end of the balloon. Therefore, the investigation is confirmed for the reported sheath removal difficulty as balloon was noted prolapsed and bunched at its distal end, with stretching and complete detachment of the catheter shaft which would have been cause due to sheath removal difficulties. Thus the investigation is also confirmed for the reported mushrooming of balloon, identified stretching and detachment of catheter shaft. However, the investigation is inconclusive for the reported deflation issues as functional testing for the same could not be carried out due to the condition of the device. A definitive root cause for the reported sheath removal difficulty, deflation issues, mushrooming of balloon, identified stretching and detachment of catheter shaft could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2026), g3, h6 (device). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.